Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The lesion was located in the left main coronary artery (lm). The physician had already placed a taxus express2 8.8% 2.5 x 8 mm stent in the lm, however, a distal portion of the lesion was left uncovered. The physician then decided to place another taxus express2 8.8% 2.5 x 8 mm stent distal to the first taxus stent. However, prior to deploying the second taxus stent, the physician pulled back on the catheter to reposition. The second taxus stent was then caught on to the previously placed taxus stent and as the physician pulled on the catheter the stent dislodged from the balloon. The physician then used the same balloon to capture the dislodged taxus stent and deployed it over the target lesion. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."